Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the sample was provided. The manufacturer was able to confirm the reported issue based on the photograph. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that blood loss occurred during a patient's hemodialysis (hd) treatment on a 2008t machine as a result of the blood pump rotor cutting the bloodlines. The white cap came loose on the blood pump rotor guide pin. The pin then cut the bloodline running through the blood pump. Blood was visually observed coming from the blood pump. Treatment was paused. The blood pump rotor was replaced. Treatment was restarted on the same machine and successfully completed with new supplies. There was no serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. The sample is available to be returned to the manufacturer for physical evaluation. No additional information was provided.